Manufacturer narrative:
This ipg serial number was included in field advisories. Sjm has limited information related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.

Event description:
It was reported, the pt requested his scs system be removed because he did not use the system. Additionally, the pt was experiencing discomfort at his ipg site due to weight loss. The pt's scs system was explanted.